Event description:
A report was received that the patient had a poorly functioning spinal cord stimulator. Database analysis revealed no anomalies. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient had a poorly functioning spinal cord stimulator. Database analysis revealed no anomalies. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced per patient and physician's request. The patient was reportedly doing well post operatively. The explanted device was not returned to bsn as it was discarded by the medical facility.